Event description:
Info received 8/2/2005. Event report received from scientific studies: ventricular lead dislodged. Repositioned successfully on 2/2005.

Event description:
Info received 8/2005. Event report received from scientific studies: ventricular lead dislodged. Repositioned successfully the next day.